Manufacturer narrative:
As the liberty cycler was not returned, an evaluation could not be performed. In regard to the patient's hernia, as stated on the fmc clinical investigation by the physician. "There is no evidence to reasonably suggest that the liberty cycler caused or contributed to the patient's development of a hernia and no evidence of device malfunction or reports of increased intraperitoneal volume. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The patient called tech support regarding drain complications during treatment. He stated the doctor educed the fill amounts and the cycler was programmed at the clinic. When he went home and used the cycler, the prescription changed to the previous fill volume. The new prescription was entered manually and patient used an iq card which changed the information back to the old prescription. The nurses assisted patient to reprogram to correct volume without problem. At this time the patient mentioned being hospitalized for a hernia surgery. Per the patient's clinic nurse the hernia was not identified as a pre-existing issue. Patient went out of town and a week after coming back, patient was hospitalized for the hernia surgery.